Event description:
Additional information received indicated that patient thought she was trying to turn it up not our fault but user error. The representative was very nice and helpful.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported a loss or change of therapy. She had a little accident on (B)(6) 2016. She was not feeling stimulation and found the therapy off. She turned therapy on to resolve the situation. The patient's indications for use were fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.